Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6). Phone number: (B)(6). The device was an unknown prismaflex set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent intake was observed to be leaking during the preparation phase of a prismaflex set. There was no patient involvement reported. No additional information is available.